Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) was unable to inflate the cylinders, and the device had a fluid loss. A surgical procedure was performed, during which a split cylinder with tissue ingrowth was found, causing the fluid loss. The ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) was unable to inflate the cylinders, and the device had a fluid loss. A surgical procedure was performed, during which a split cylinder with tissue ingrowth was found, causing the fluid loss. The ipp was removed and replaced. No patient complications were reported.